Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving inappropriate high voltage and antitachycardia therapies due to a rhythm that was atrial fibrillation with rapid ventricular response. As the rhythm was correctly diagnosed, atrial deflections were not detected and rhythm fell into the wrong branch. A programming change was recommended to prevent further shocks. No further information is available.